Event description:
The variax distal radius plate was not put in the tray for sterilization. Assumed that the product was sterile and implanted the product in the pt.

Manufacturer narrative:
Actual device is not available to stryker for evaluation because the implant is still in the pt. According to the event description the issue occurred by a mistake at the hospital. A review of the instruction for use shows that some comments are written to prevent such mistakes: sterilization: all sterile products are only sterile with an undamaged packaging. If not expressly specified as sterile, the product is supplied non-sterile. Further detailed sterilization methods are inserted in the IFU. This per is attributed to insufficient user handling.